Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 67 mg/dl.